Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. A visual examination of the returned device revealed that the pebax tip did not detach from the corewire. The entire pebax section of the wire is present. The entire tip separated from the flare which attaches the tip to the ptfe jacket of the wire. This may have occurred when "the wire was caught in the papillatome". Although the exact cause of failure for the condition of the wire received cannot be determined, the most probable cause for the gap noted may be due to the manner in which the wire was handled during the procedure.

Event description:
It was reported to boston scientific corporation in 2007 that a jagwire guidewire was used during a procedure the same day (patient gender and weight unknown). According to the complainant, the physician just performed est while at putting the wire into the papillatome. After est physician just retrieved the wire without cbd cannulation, but the tip of the wire was caught in the papillatome and peeled off 5cm from the tip. No part of the device detached inside of the patient. The outcome of the procedure is unknown. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.